Event description:
It was reported that a rtc and beeps continuously was experienced. (Unknown/no patient injury)

Manufacturer narrative:
Other, other text: b5: additional information received by smiths medical/ICU on 06-june-2022 via email: event did not occur while in use by patient.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the device in good condition as all was intact. There was evidence of the reported problem (error) recorded in event history log. The reported problem was duplicated. Fluid ingression was found on the downstream sensor which caused the continuous alarm. For corrective action, the downstream sensor was replaced. The clock battery (due to normal wear) was also replaced. The root cause of reported problem was unknown. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: correction: d4: model number: 6400.